Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 07/07/2016 the distributor contacted animas, alleging the ok and up arrows are underresponsive. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 08/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/09/2016 with the following findings:the keypad cover was intact and all keypad buttons responded normally to button presses. The complaint of a button response issue could not be confirmed or duplicated on investigation. The keypad cover was removed and contamination was found under all button contacts. Unrelated to the original complaint, investigation revealed that the display was dim, faded, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).